Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruring out generator battery and of life as a likely cause of high lead impedance test result. It was reported that the patient does not experience voice change during stimulation cycles. No adverse event was reported in conjunction with the high lead impedance condition. It was reported that the patient was involved in an accident as a pedestrian approximately one year earlier. Lead break, generator/lead connection issue, or lead/nerve interface issue are possible causes of the high lead impedance test result. X-rays of neck area did not reveal any obvious disconnections in the vns therapy system. Chest x-rays are pending, revision surgery is likely.

Event description:
It was reported that the patient's generator output current has been programmed off, but that the magnet output current has been left on. At the time the high impedance was observed the surgeon said replacement surgery was too risky. It was now reported that surgery will be discussed with the patient's neurologist because the patient states he had good success with vns therapy. Surgery is likely, but has not occurred to date.

Event description:
X-rays were ordered by the patient¿s surgeon and the x-ray report reportedly stated that there is an inferior looping and then a kinking.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental manufacturer report #01 inadvertently did not include the information regarding the x-rays. Supplemental manufacturer report #01 reported that the patient's generator output current has been programmed off, but that the magnet output current has been left on. The event has been reported in manufacturer report # 1644487-2014-01139.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental MDR 1 inadvertently did not update the patient's age to (B)(6). Date of event, corrected data: the supplemental MDR 1 inadvertently did not update the event date to (B)(6) 2005. Date received by manufacturer (mo/day/yr), corrected data: the supplemental MDR 1 inadvertently did not use the aware date of "03/17/2006".

Event description:
It was reported that chest x-rays for the patient had been taken. Review of the x-rays found no obvious lead fractures. It was reported that the patient underwent generator replacement approximately 5 months after high impedance was reported. The lead was not revised. Per the patient's treating neurologist, high impedance was still detected on system diagnostics after generator replacement. Operative notes of the generator replacement surgery reported that the patient had intermittent poor functioning of the vns since being hit by an automobile. Pre-operatively, diagnostics were run by the surgeon and it showed that the battery was at end of life, but that the leads were working correctly. After the generator was replaced, diagnostics were run by the surgeon again, which reportedly showed that the battery was working correctly as well as the entire vns. Around 11 years after the initial report of high lead impedance, it was reported through clinic notes that the patient's device was disabled. The physician indicated that the patient was likely not having stimulation because of fibrosis of the nerve. It was reported through implant card that the patient underwent a generator and lead replacement due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the explanted suspect device was discarded. The company representative indicated that the patient's generator was actually at end of life. No further relevant information has been received to date.